Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device was not used in accordance with the provided labeling, and thus, it is considered as off-label use. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In communication with the customer, the technical assistance center (tac) support engineer advised that this would be an "off-labeled " use . Tac provided customer a copy of instruction for use (IFU) for this device. In addition, follow up has been made and still in progress to gather additional information regarding the event reported. To date, no response is received. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer called to report that the doctor implanted an expired item in the patient. Customer wanted to know if there are any negative effects on the patient. No harm was reported, no patient injury reported to date.